Manufacturer narrative:
Article citation: adam d glener, amanda r sergesketter, william p adams, outcomes of in-office, high resolution, ultrasound silicone breast implant surveillance by plastic surgeons, aesthetic surgery journal, 2024;, sjae165, https://doi.org/10.1093/asj/sjae165 contributing authors: dr glener is a fellow and dr adams is an associate professor, department of plastic surgery, university of texas southwestern medical center, dallas, tx, USA. Dr sergesketter is a resident, division of plastic surgery, duke university medical center; durham, nc, USA. The events of seroma, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown, rupture.

Event description:
Literature article "outcomes of in-office, high resolution, ultrasound silicone breast implant surveillance by plastic surgeons" reports rupture, seroma, implant rotation, pain, trauma, capsular contracture grade unknown, gel fracture. Devices were explanted. Affected side is unknown.